Event description:
It was reported that while the ventilator was connected to a pt high pressure alarms were generated and there was fluctuating peep (positive expiratory end pressure). The mode of ventilation was changed from the volume control mode of ventilation to the pressure regulated volume control (prvc) mode but still similar alarms were generated.